Event description:
Pump was reported to not alarm for air allowing a 1ml size air bubble to pass. Despite baxter's efforts to obtain information regarding whether or not this event occurred during patient use, specific patient details, pump programming and set-up information, the medication involved, and medical intervention, but writer was unable to get in contact with the biomed at the account to follow-up on this issue after several attempts. The facility did state there was no patient injury associated with this report and no incident reports have been filed since the last baxter service event.